Event description:
Respond edge study. It was reported that first degree atrioventricular (av) block and complete heart block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. A lotus introducer sheath(lis) was placed and the native aortic valve was treated with balloon aortic valvuloplasty(bav), according to the instructions for use(IFU). Next, subsequent deployment of a 23 mm lotus edge valve into the proper anatomical location was performed. Post procedure event summary: on the same day post index procedure, the subject developed an aneurysm spurium in the right limb puncture site of the medial common femoral artery. Ultrasound was performed as diagnostic test. No action was taken to treat the event. Three days post index procedure, duplex ultrasound revealed completely thrombosed pseudoaneurysm measuring 1.3 x 1.5 cm on the right limb puncture site. The puncture channel was measured to be 0.3 cm wide and 0.5 cm long, with no evidence of perfusion. No complications were noted in the left limb puncture site. 5 days post index procedure, electrocardiogram(ECG) revealed grade iii intermittent av block. On the same day, the subject developed increased bradycardia and with pauses upto 4 seconds and the subject was diagnosed with first degree av block. Hospitalization was prolonged to further evaluate and treat the event. The following day, a non-boston scientific dual chamber cardiac pacemaker was successfully implanted. On the same day, the subject was noted with intermittent av block grade iii with pauses greater than 7 seconds and on the same day, exclusion of the pericardial effusion was noted and x ray for exclusion of pneumothroax was completed. At the time of reporting the event of aneurysm spurium at the right limb puncture site was recovering. Seven days post index procedure, the event of first degree atrioventricular (av) block was considered recovered. It was further reported that the first degree av block included intermittent sino atrial block. 7 days post index procedure, post-operative follow up revealed normal pacemaker function with no other complications and the subject was discharged in stable condition on the same day on dual antiplatelet therapy. It was further reported that the chest x-ray performed six days post index procedure revealed no pneumothorax post pacemaker implant. 7 days post index procedure, the subject was discharged in stable condition on aspirin and clopidogrel.

Manufacturer narrative:
A1: patient identifier: (B)(6). E1: initial reporter phone number:(B)(6).

Event description:
Respond edge study it was reported that first degree atrioventricular (av) block and complete heart block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. A lotus introducer sheath(lis) was placed and the native aortic valve was treated with balloon aortic valvuloplasty(bav), according to the instructions for use(IFU). Next, subsequent deployment of a 23 mm lotus edge valve into the proper anatomical location was performed. Post procedure event summary: on the same day post index procedure, the subject developed an aneurysm spurium in the right limb puncture site of the medial common femoral artery. Ultrasound was performed as diagnostic test. No action was taken to treat the event. Three days post index procedure, duplex ultrasound revealed completely thrombosed pseudoaneurysm measuring 1.3 x 1.5 cm on the right limb puncture site. The puncture channel was measured to be 0.3 cm wide and 0.5 cm long, with no evidence of perfusion. No complications were noted in the left limb puncture site. 5 days post index procedure, electrocardiogram(ECG) revealed grade iii intermittent av block. On the same day, the subject developed increased bradycardia and with pauses upto 4 seconds and the subject was diagnosed with first degree av block. Hospitalization was prolonged to further evaluate and treat the event. The following day, a non-boston scientific dual chamber cardiac pacemaker was successfully implanted. On the same day, the subject was noted with intermittent av block grade iii with pauses greater than 7 seconds and on the same day, exclusion of the pericardial effusion was noted and x ray for exclusion of pneumothroax was completed. At the time of reporting the event of aneurysm spurium at the right limb puncture site was recovering. Seven days post index procedure, the event of first degree atrioventricular (av) block was considered recovered. It was further reported that the first degree av block included intermittent sino atrial block. 7 days post index procedure, post-operative follow up revealed normal pacemaker function with no other complications and the subject was discharged in stable condition on the same day on dual antiplatelet therapy.

Manufacturer narrative:
A1: patient identifier: (B)(6). B5: describe event or problem: updated. B6: relevant tests/laboratory data: updated . E1 initial reporter phone number(B)(6). H6: patient codes: updated.

Manufacturer narrative:
Patient identifier: (B)(6). Initial reporter phone number: (B)(6).

Event description:
(B)(6) study. It was reported that first degree atrioventricular (av) block and complete heart block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. A lotus introducer sheath(lis) was placed and the native aortic valve was treated with balloon aortic valvuloplasty(bav), according to the instructions for use(IFU). Next, subsequent deployment of a 23 mm lotus edge valve into the proper anatomical location was performed. Post procedure event summary: on the same day post index procedure, the subject developed an aneurysm spurium in the right limb puncture site of the medial common femoral artery. Ultrasound was performed as diagnostic test. No action was taken to treat the event. Three days post index procedure, duplex ultrasound revealed completely thrombosed pseudoaneurysm measuring 1.3 x 1.5 cm on the right limb puncture site. The puncture channel was measured to be 0.3 cm wide and 0.5 cm long, with no evidence of perfusion. No complications were noted in the left limb puncture site. 5 days post index procedure, electrocardiogram(ECG) revealed grade iii intermittent av block. On the same day, the subject developed increased bradycardia and with pauses upto 4 seconds and the subject was diagnosed with first degree av block. Hospitalization was prolonged to further evaluate and treat the event. The following day, a non-boston scientific dual chamber cardiac pacemaker was successfully implanted. On the same day, the subject was noted with intermittent av block grade iii with pauses greater than 7 seconds and on the same day, exclusion of the pericardial effusion was noted and x ray for exclusion of pneumothroax was completed. At the time of reporting the event of aneurysm spurium at the right limb puncture site was recovering. Seven days post index procedure, the event of first degree atrioventricular (av) block was considered recovered.